Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient attempted to make two new cassettes, but neither worked in the pump due to a high-pressure alarm. Troubleshooting was not attempted. The caller was on route to the emergency room at the time of the report. The infusion was continuous, and both the set flow rate and volume delivered were unknown. The position of the pump when the alarm occurred was also unknown. It was confirmed that the reported product fault did not occur during use with the patient. The patient had access to a backup product and was able to successfully continue the infusion. The infusion was life-sustaining.